Event description:
The reporter contacted animas on behalf of her daughter (the patient) alleging that the pump was unresponsive to keypad button presses. The reporter also alleged that the buttons were sticking. The reporter denied exposure of the device to water.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to contrast up, and down button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The up and down arrow button contacts were misaligned.